Event description:
It was reported that during a scheduled retrieval procedure, the physician attempted to retrieve the filter three times, but because the pt reported extreme pain, the physician was not able to retrieve it. Reportedly, from a venogram, it appears that one strut is quite a distance outside of the ivc. It has not been confirmed by CT at this time. The physician will not be attempting retrieval again. The filter had been implanted for approximately 6-8 weeks.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot #. The device remains implanted; therefore, not available for eval. The event investigation is currently underway.